Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was interrogated post-radiation treatment for the patient and it showed in valid data in the observation section for rate histograms and pacing percentages. It was noted that these observations were not noted pre-radiation treatment. The device is functioning within normal limits and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular and atrial rate histogram data were missing/invalid. Analysis of the device memory indicated a software error. If information is provided in the future, a supplemental report will be issued.